Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation on (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noticed a tear measuring approximately 1 cm in the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number ip-00056533.

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor smooth round high profile 380cc saline breast prostheses, experienced left breast prosthesis deflation and right breast capsular contracture. As a result, the patient underwent bilateral removal and replacement with two mentor smooth round high profile 460cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor asr reference number ip-00056533.